Event description:
Health professional reported, the removal of the band portion of a lap-band system due to an alleged leak in the band. A port revision had been done prior to the band explant to see if the leakage was in the access port.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. A port revision surgery was done on (B)(4) 2010 to see if that would correct the alleged leakage. As the device continued to not hold fluid, the band portion was explanted. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."